Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, the status indicator with green outer frame indicating the fire mode was found to be illuminated on the display. The force indicator indicating the tissue thickness also displayed, that the jaws were not closed completely. In addition, operational tone did not sound either. A new handle had been set up and the reload which failed to be fired had been used and the device became able to be used without problem. Then an unused demonstration reload was reconnected to the defective handle and fired the device on the sponge, the green button illuminated and firing was able to be performed without problem, but operational tone did not sound. The handle was restarted up but the issue was not solved. The surgical time was extended by less than 30 min. There was no patient injury.